Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 580 mg/dl. The customer treated with a shot and blood glucose went down to 380 mg/dl. Customer reported the cannula to be bent. Customer declined to troubleshoot for high readings.